Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the needle is safely housed inside the applicator body. The reported event of a detached needle was not confirmed. A probable cause could not be determined.